Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the coil was left inside the patient's body with no clinical consequences. Procedure was completed with additional coils.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coil became fractured and migrated into an adjacent vein. A .035 6 mm x 10 cm interlock¿ coil was selected for use; however, it was noted that the coil was fractured upon deployment and migrated into an adjacent vein. X-ray and doppler were performed. No further patient complications reported and patient is for consultation at one month.